Event description:
The orsiro drug-eluting stent system was selected for use. After pre-dilatation the orsiro stent could not cross the target lesion in the lad and a stent deformation was detected. The device was used after ubd.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its proximal end, i.e. Several struts are bent outwards. Judging from the x-ray markers the stent is not displaced. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the corresponding IFU advises the user to not use device after the use by date indicated on the label.